Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the clamp seal was not entirely closed; thus resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as the y-connector had to be held throughout the procedure in order to stop the leakage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, there was leakage in the y-connector of the copilot. The y-connector had to be held throughout the procedure in order to stop the leakage. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.